Event description:
The hub on the orbit rdfl complex fill coil was cracked and they were unable to detach the coil. Device will be forwarded on receipt.

Manufacturer narrative:
It was reported that the hub on the 5x10 orbit rdfl complex fill coil was cracked and the coil was unable to be detached. No further information is available. One non-sterile trufill dcs orbit was received coiled in a plastic bag; the hypotube was found kinked and bent; the hub was received with an adhesive tape around it, the tape was removed and the hub was found cracked. No other anomalies were noted. The support coil, gripper and embolic coil were found inside the introducer. The hub, gripper and embolic coil were observed under the microscope. Other than the noted crack, the hub presented with no other damages. The embolic coil was found stretched at the proximal section while the gripper presented no damage. Functional testing could not be performed due to the damage found on the hub; appropriate pressure could not be applied due to the crack on the hub. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported hub crack was confirmed. The inability to detach the coil was confirmed and was due to inability to achieve appropriate pressure due to the hub crack. The root cause of the reported hub crack and the cause of the damages found on the unit could not be conclusively determined. The records indicated that the product met specification prior to shipment; additionally inspections are in place to prevent these kinds of damages leaving from the facility. A risk assessment has been completed to evaluate this issue. With review of the analysis and the device history record review there was no indication of any manufacturing defect or anomaly that could contribute to the event. Therefore, no corrective actions will be taken at this time. Action for hub cracks on dcs orbit coils was opened on to address these issues.

Manufacturer narrative:
The product will be returned for analysis, and additional information will be submitted within 30 days of receipt.